Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. Struts on rows 1 to 2 from the proximal edge were misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context and device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The vascular access site was the radial. The 99% stenosed target lesion was located in the severely tortuous, severely calcified mid to distal left anterior descending (lad) artery. An attempt was made to advance a taxus liberte' 3.50x28mm stent, but significant resistance was encountered during insertion continuous flush was maintained during the procedure and intravascular ultrasound was used. The procedure was completed with a different device. No pt complications were reported and the pt status was reported as "good". However, the returned product revealed that there was stent damage.